Event description:
The needle broke during an abdominal aortic aneurysm repair. An x-ray was done and they decided not to try and recover the needle pieces because of their location to the spine. The doctor did not think that there would be any adverse consequence to the pt. There are no reported adverse pt consequences related to this event.